Manufacturer narrative:
Concomitant products: 5076-58 lead, implanted: (B)(6) 2000; 0125 boston scientific lead, implanted: (B)(6) 1996.

Event description:
It was reported that there was suspected electromagnetic interference (emi) on the implantable cardioverter defibrillator (ICD) which caused a lead integrity alert (lia) triggered due to sensing integrity counter (sic) and non-sustained ventricular tachycardia (vt) episodes. It was noted that there was noise on both atrial and ventricular electrograms. Reprogramming was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.